Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had insulin flow block alarm during bolus, basal and fill cannula. The insulin was not exited during 5 unit fixed prime or fill cannula. The insulin exited tubing with plunger priming but there was greater than normal resistance when attempting plunger push. The insulin exited tubing with plunger priming. The insulin pump alarmed insulin flow blocked alarm during manual prime. The insulin was not squirting out or continues to drip after motor stops during the fill tubing or manual prime process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.